Event description:
It was reported that the patients ipg was no longer working as intended. The physician was supposed to replace the ipg however, during the procedure it was noticed that one of the leads appeared to look different and possibly damaged. The physician decided to abort the case.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 14990506.

Manufacturer narrative:
Sc-1110-02, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patients ipg was no longer working as intended. The physician was supposed to replace the ipg however, during the procedure it was noticed that one of the leads appeared to look different and possibly damaged. One of the set screws appeared and felt defective and the hex wrench would not sit in properly where it would not loosen nor tighten. The damaged lead would not even go into the one working port because it was defective. Hence, the physician decided to abort the case.

Event description:
It was reported that the patients ipg was no longer working as intended. The physician was supposed to replace the ipg however, during the procedure it was noticed that one of the leads appeared to look different and possibly damaged. One of the set screws appeared and felt defective and the hex wrench would not sit in properly where it would not loosen nor tighten. The damaged lead would not even go into the one working port because it was defective. Hence, the physician decided to abort the case. Additional information was received that the patient underwent an explant procedure wherein all device components were removed.